Event description:
It was reported insulin was not exiting from the customer's reservoir. The customer's blood glucose was unknown. The customer also reported receiving a no delivery alarm. Customer stated they were able to resolve the alarm by disconnecting and reconnecting their infusion set. The customer's blood glucose was unknown. The customer's reservoir will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.